Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger cannot locate his scs ipg. The ipg has reportedly moved inside the pocket. Follow-up identified the patient's scs ipg was revised. During the procedure the physician anchored the ipg with sutures. In addition, the patient reported receiving effective stimulation therapy postoperative, and was able to charge properly.